Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight of the device within specification and flat crease. A microscopic analysis was performed which identified no other observations. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.